Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" error message from the adc device. The customer felt hypoglycemic and was provided a glass of apple juice by a third-party for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. The sensor was found to be in sensor state 7 with event code 11, 224, and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigation and de-cased. No issues were observed upon visual inspection of the pcba (printed circuit board assembly). The battery detached from pcba due to damage during de-casing. Source measurement unit (smu) test, poise voltage and thermistor testing were performed and all results were within specification indicating that the sensor was providing accurate glucose readings. An extended investigation was performed on the returned sensor. Observed that the antenna and battery had been damage due to de-casing and was unable to re-soldered/repaired due to the solder pads coming away from the pcba (printed circuit board assembly). The antenna cannot be communicated due to damage. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. C20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.

Event description:
A customer reported receiving a "replace sensor" error message from the adc device. The customer felt hypoglycemic and was provided a glass of apple juice by a third-party for treatment. There was no report of death or permanent injury associated with this event.